Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1 and #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol flat mesh (device 2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1 and #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿an indirect hernia sac was identified, and the contents of hernia were reduced. The cord was mobilized. A bard flat mesh (device 1) was placed and sutured to pubic tubercle.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of bard flat mesh (device 1) and implant of bard flat mesh (device 2). Per op notes, ¿previous groin incision was opened. The scarring to fascia was divided. The nerve went directly into the dense scarring. The dense scarring was found to contain prior mesh (device 1) which was contracted somewhat. The mesh was dissected free. The nerve was densely adherent to the mesh was sacrificed. The mesh (device 1) was excised entirely. The hernia sac was identified, dissected free and reduced. A bard flat mesh (device 2) was placed and secured using sutures.¿